Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There is no information to suggest that the device caused or contributed to the patient's reported injuries.

Event description:
A us distributor reported that a patient sustained a serious injury during an appropriate treatment event in which the patient received a defibrillation shock while in a life-threatening rhythm. The patient reported that he passed out and fell at the time of the treatment event. The patient reported that due to the fall he sustained several injuries including broken/missing teeth, a broken jaw, and a concussion. There is no allegation that the device or the treatment caused the reported injuries. The patient attributed the injuries to the fall due to the loss of consciousness that was caused by the patient being in a life-threatening rhythm (vt at 210 bpm). The patient reported that he was slowly feeling better. Reporting the injuries sustained via the fall during the appropriate treatment event out of an abundance of caution.